Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage is confirmed, use related. One accucath installation assembly and two 20 g accucath catheters were returned. The catheters were detached from their respective luers. Both detached catheters display plastic deformation due to tensile stress and are highly deformed. On both luers, a section of catheter is visible within the proximal end of the overmold region. Upon longitudinal bisection, the catheter section is visible within the overmolded section. Based on the event description and tensile damage evident within the sample, the complaint of damaged catheter is confirmed, use related. A lot history review (lhr) of rebt2263 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rebt2263) have been reported from the same facility.

Event description:
It was reported by the sales rep that the facility tested two catheters from the same lot number. The healthcare professional (hcp) opened the device and tested the product by pulling the catheter from the hub. Hcp stated the catheter disconnected from the hub to easily; device was not used. This file addresses the initial device.